Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported the patient had experienced a loss/change of therapy. The stimulator was not working very well. The patient indicated it was "so good for the temporary." The patient was wetting pants, running to the bathroom 5-6 times before noon, going to dinner and getting up 3 times, couldn't watch a movie through and was bad on an airplane with having to get up. The patient was not getting sleep at night. These issues had occurred since implant. It was noted the patient was getting up during the night to go and would finally subside around noon. The patient could not drink water as she would wet her pants too much. During the call, it was confirmed the patient was able to feel stimulation. The patient was on program 1 at 1.0 volt. The patient had been on .6, .7, .8, .9 volts. At her post-implant appointment, they changed from program 1 to program 2. It was noted the patient was on program 2 after surgery. The patient talked to the representative and was assisted in switching from program 2 to program 3. Program 3 had worked for 4-5 days. The patient had gone on vacation on a saturday and returned the following saturday. That thursday, the patient was back to going 5 times a day. It was noted this was 3 weeks ago when she had changed to program 3. The patient changed to program 4 at .9 volts during the call. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
Additional information was received from the patient. The reason for call was patient was inquiring about what to do in regards to get a MRI and said they were having troubles trying to connect to their ins. Patient said the MRI techs needed to confirm the stimulator is off for the MRI and patient said the ins has been off for several years now because it doesn't work. Patient said they haven't had it on for 3-5 years now. Patient said they are wetting their pants constantly, running to the bathroom and making messes and it's getting worse. Patient said it's worse in the morning and said no accidents on the way to the bathroom but accidents when they get to the bathroom. Patient said at one point they were going 12-15 times by 1pm. Patient said it doesn't give them any time to get to the bathroom and they wet their pants like 5 times a day. Patient said they don't know what they'd do without pads. Patient said during the trial, it was the most glorious 5 days of their life, but after implant they could never get it working. Patient said they've tried all of the programs and none of the manufacturer representatives (rep) or the healthcare providers (hcp) could get the ins to work for them so they said they had to give up and just turned the ins off. Helped patient connect to ins and showed patient how to turn ins on and off for MRI. Patient said they'd like to try turning ins on and seeing if it may help with their symptoms again. Reviewed therapy optimization options and patient turned ins on and decreased stim to a comfortable level. Patient said they will monitor symptoms and make adjustments if necessary.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.